Event description:
A consumer reported she experienced an eye infection following use of this product. She stated that the product made her lenses very blurry and her eyes itch. She reported she had an eye exam and was given a prescription for special drops to treat the swelling. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the complaint device was not rec'd for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested by mail on 03/01/2011, 03/22/2011 and by phone on 03/09/2011, 03/22/2011. A completed questionnaire has not been rec'd. (B)(4).